Event description:
A malfunction occurred with the pump, identified by malfunction code malf 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer switched to multiple daily injections (mdi) as a backup therapy, and tandem technical support arranged for a replacement pump. Additionally, the customer was instructed on how to put the pump into storage mode and return it using a pre-paid label.